Manufacturer narrative:
D4: lot number of the device is unknown - full UDI is not available.

Event description:
It was reported that during use in a procedure at the user facility, a hot cautery tip caused burn on user finger. It was further reported that no medical intervention was required. It was further reported that the procedure was completed successfully, without a delay.